Event description:
It was reported that this inflatable penile prosthesis (ipp) stopped working due to fluid loss. Upon revision, a rupture in the cylinder was visually identified; therefore, the ipp was removed and replaced with a tactra. The cause of the rupture in the cylinder was wear and tear from use. No patient complications were reported.